Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/7/2021. H.6. Investigation: three photos and two samples were received by our quality team for evaluation. From the photos, the plunger rod was observed to be damaged. One sample was observed with a damaged plunger rod and one sample was observed with a damaged stopper with a hole which caused the leakage. A device history record could not be evaluated as the lot number is unknown. The probable root cause for the damaged plunger body could have occurred at the plunger feeder bowl station. The plunger bowl joint and gear box were worn out, resulting in a gap between the disc and side guide during the production run. The plunger tip end was trapped in the gap and was damaged. For the stopper damage resulting in leakage, the syringe assembly process was reviewed. There are no contact points causing the stopper damage. The reported nonconformance could have occurred from the supplier¿s manufacturing process, therefore, the root cause was not able to be established.

Event description:
It was reported that syringe 1ml ls tuberculin plunger rod was damaged and leaked. The following information was provided by the initial reporter: this is a report about the following two issues of syringe. According to the customer's report, (1) the plunger rod was damaged like burn, and (2) the fluid leaked from the barrel.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 1ml ls tuberculin plunger rod was damaged and leaked. The following information was provided by the initial reporter: this is a report about the following two issues of syringe. According to the customer's report, the plunger rod was damaged like burn, and the fluid leaked from the barrel.